Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was decreased battery voltage requiring early replacement. The device was to be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient further reported that the battery "defaulted." The device was explanted and replaced.

Manufacturer narrative:
Evaluation summary: the device lasted 43% of its expected longevity. There was an initial high current drain condition which creased after approximately 72 hours in a temperature chamber at 60 degrees c. Additional temperature storage and temperature cycling were unable to reestablish the initially observed current drain. The device functioned nominally with regards to pacing output, lead impedance, regulated supply, and reference voltages. The hybrid passed diagnostic system testing which included interconnect, fault grade, and random access memory (ram). The stacked chip scale package (scsp) was inspected for copper trace anomalies. None were observed. No hybrid anomalies were observed. Further analysis of the battery cell found no internal short in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.